Event description:
Plaintiff alleges the developement of severe and permanent latex allergy and other related injuries, including but not limited to, shortness of breath, throat constriction, severe, recurring rashes on the face, arms, and hands, and difficulty breathing. Husband of plaintiff alleges loss of consortium.